Manufacturer narrative:
(B)(4).

Event description:
The customer reported that while performing a preventive maintenance (pm) on the cardiosave intra-aortic balloon pump (iabp), they discovered that the blue port for the trainer was damaged and not allowing connection to the trainer. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
The customer reported that while performing a preventive maintenance (pm) on the cardiosave intra-aortic balloon pump (iabp), they discovered that the blue port for the trainer was damaged and not allowing connection to the trainer. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The customer reported to a company representative that the front end board was replaced. The reported issue was then resolved. The production device history record (DHR) for this intra aortic balloon pump (iabp) unit was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint. If additional repair information is provided by the customer, we will provide accordingly.

Event description:
The customer reported during a preventive maintenance (pm) blue port for trainer is damaged and not allowing connection to trainer. There was no patient involvement and no adverse event was reported.